Event description:
On the deployed snf vena cava filter, one leg out of six was crossed. However, 5 legs adhered to the inferior vena cava wall and the dome formed well. Dr had "no concerns about migration" and has planned no add'l intervention or procedures.